Event description:
It was reported by repair work order that the IV pole could fall in an unintended direction due to damaged IV pole weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.